Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The o2 flush button, bag arm, and o2 cell wire were replaced to resolve the reported issue.

Event description:
The hospital reported the o2 flush button was stuck resulting in over delivery of pressure in the patient circuit. There was no report of patient involvement.